Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic appendectomy - "it was reported that cd001 broke during a laparoscopic appendectomy. The case occurred in the middle of the night and no details were provided about the event." Patient status - "patient was unaffected."

Manufacturer narrative:
The event product was not returned for evaluation. Sterile units were returned, but were not from the same lot as the event unit. In the absence of the subject device, it is difficult to determine the root cause. A lot number was provided and a review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, (B)(6) 2016: this cer occurred in the middle of the night and no additional information has been provided about how the bag broke. It occurred with the same surgeon from cer (B)(4) who prefers nylon unimax bags due to their strength. Unfortunately there is not an open line of communication to gather more information about this cer.